Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after implant, the patient experienced infection, multiple surgical revisions.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the devices. The products were used for therapeutic treatment of incisional hernias. It was reported that after implant, the patient experienced a large seroma that collected underneath the skin causing pressure necrosis of the incision and the open wound was explored, irrigated and then debrided, infection, mesh erosion into the viscera, fistulas, fluid collection, pain, hardness, draining sinuses and abscess, erythema, inflammatory reaction, some purulent granulation tissue, and a capsule encapsulating the mesh. Post-operative patient treatment included wound vac, purulent granulation tissue that was excised, wound exploration, irrigation and debridement of seroma, excision of necrotic tissue, capsule encapsulating the mesh that was incised, and multiple revision surgeries to remove portions of the mesh. Relevant tests/laboratory data, including dates (B)(6) 2016: CT scan revealed 2 fluid collection in the areas where the patient complained of pain and hardness.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the devices. The products were used for therapeutic treatment of incisional hernias. It was reported that after implant, the patient experienced a large seroma that collected underneath the skin causing pressure necrosis of the incision and the open wound was explored, irrigated and then debrided. Later, the patient experienced infection and mesh erosion into the viscera, fistulas, draining sinuses and abscess, some purulent granulation tissue that was excised and a capsule encapsulating the mesh that was incised. Post-operative patient treatment included wound vac and multiple revision surgeries to remove portions of the mesh.